Event description:
Site rep reported that the system is down. They were in navigate and they were no longer able to navigate. The system showed red cross-hairs. They could move forward and backward in the software. There was no impact on pt outcome.

Manufacturer narrative:
The camera, mouse kit, and power cable were returned to the MFR for eval. The camera was returned with a cracked lens. The camera passed all performance tests and was fully functional. The other devices were returned unused. The reported issue was not able to be duplicated by medtronic personnel.